Event description:
This lead was implanted on (B)(6) 2009. It was noted on (B)(6) 2016 during follow up, that there was a high atrial lead impedance. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).